Event description:
The patient was seen in the clinic and the pacing mode was changed to vvir per the physician's request. The clinic plans to monitor the patient and situation using remote home monitoring.

Manufacturer narrative:
Additional information has been requested of the field. Should further information become available, this report will be updated.

Event description:
Boston scientific received information that an health care professional (hcp) contacted boston scientific technical services (ts) to report concern about an right atrial (ra) lead due to poor lead measurements observed through remote monitoring. Ra impedances have spiked to greater than 2500 ohms four different times. The earliest was back in (B)(6) 2016 and then twice in the month of (B)(6) 2017. There was an alert from october as well. Oversensing was also observed. A lead conductor issue is suspected but has not been confirmed.